Manufacturer narrative:
The reported events of inadequate capture, r-wave amp variation, and high pacing impedance were not confirmed. The reported event helix bent/damaged was confirmed. As received, a complete lead with an implant tool was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found the helix was stretched and bent. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of the damaged helix was isolated to the helix being stretched and bent consistent with procedural damage.

Event description:
It was reported that during the initial implant procedure, inadequate capture, r-wave amplitude variation, and high pacing impedance were noted on the right ventricle (rv) lead during positioning. The rv lead was explanted and helix damage was observed. The rv lead was replaced. The helix was tested prior to introduction into the body of the patient and no anomaly was noted. The patient was in stable condition.